Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery may not be fully charged' message and that the power supply failed. There was no delay and no blood loss. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the power supply and performed functional checks. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) attached the power supply to lab use only (luo) testing equipment. Upon power up he found the fans to not turn on and there was no output from the power supply. He tested the unit twice more with similar failing results. It was determined that the power supply did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.